Manufacturer narrative:
The reported event was confirmed by CAPA association. The root cause for this failure are: root cause #1: diet task analysis filled out incorrectly due to inadequate directions and misunderstanding of ¿user interface.¿ root cause #2: inadequate procedure(s) either thru diet or usability, which provides minimum instruction for evaluating user interface changes to existing products. Root cause #3 inadequate design verification testing that failed to evaluate functionality in all use cases (both connector orientations) and all affected products (neonatal pads were not tested). Visual inspection noted one neonatal artic gel pad kit was received. Visual evaluation noted 3 of the lines were kinked on return, and on the fourth tube there was a piece of tubing that had been kinked taped to the tubing as the user may have cut off a piece of the tubing and reattached it to the pad. A total of 0.73 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 50%, inlet pressure was -6.9 psi. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the complaint was addressed by CAPA, labeling review was not required. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there was a low flow rate on the arctic sun device. When the newborn cooling pad was used, the flow rate was 0.3l. Per additional information received via investigator on 14may2021, when the low flow rate was observed, the customer found a kink on the tube. After the area was cut, the flow rate slightly improved. But after a while, the flow rate decreased to 0.2l/min.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a low flow rate on the arctic sun device. When the newborn cooling pad was used, the flow rate was 0.3l.